Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this passive fix right atrial (ra) lead dislodged one day post implant. It was noted that the patient had unusual anatomy in the right atrial appendage. An invasive procedure was performed. The lead was explanted and replaced with a active fixation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.